Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported the stimulation stopped on the day of the report at 2:30. There was a loss of stimulation. Synching with patient programmer showed an empty implantable neurostimulator (ins). The patient hooked up with an implantable neurostimulator recharger (insr) and was able to start a charge session which showed the ins was empty. Shortly after starting the charge, the patient reported feeling a jolt and then the insr showed the warning message to recharge the ins. Just before the stimulation died, the patient felt it act like it was shorting out. It stopped, came back on a few seconds later, then jolted her, and then stopped completely. There was a loss of therapy due to a low ins battery. It was noted the patient recharged to full on the day prior to the report, but on the day of the report, the stimulation stopped and the patient programmer showed the ins was empty. It felt like it was shorting out and jolted her, came back on, and then stopped completely. There was a warning screen and jolting. The patient also noted she was told she would be able to go 7 days between recharge sessions, but the patient had been recharging every 4 days. There were ins and recharging issues. Later, the manufacturer's representative (rep) reported he contacted the patient and made plans to meet. On the morning of the appointment, the patient reported feeling better and her system was working properly. The cause of the issue was unknown and no troubleshooting was performed as the patient cancelled the appointment. Relevant medical history included failed back surgery syndrome and spinal pain.